Manufacturer narrative:
(B)(4). Foreign - switzerland. Reported event was confirmed by review of actual device received. Visual evaluation of impactor pad exhibits signs of repeated use (nicked or gouged) and have fractured. Device history record (DHR) was reviewed with no deviations or anomalies identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this event.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona femoral impactor pad, catalog #: 42509909400, lot #: 62438109. Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a supplemental report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06413, 0001822565-2019-00585. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral impactor pad fractured while implanting the femur.